Manufacturer narrative:
The end-user reported as they were attempting to exit their transport vehicle via the incorporated ramp, they inadvertently drove the device off the side which caused the left drive wheel to fall off the edge of the ramp. When this occurred, the device stopped causing the end-user to lose their positioning and fall out of the seating to the ground. The end-user reported having been taken to the hospital where they were diagnosed of having suffered a fractured femur. A permobil representative met with the end-user to inspect the device and the environment in which the event occurred. Inspection found the device to be fully operational with no performance deviations being noted. The end-user relayed they had not been wearing the positioning belt at the time of the incident, but since then has been incorporating its use while operating the device. Inspection of the transport vehicle did not indicate any abnormalities, with the ramp angle within ada guidelines. The end-user reported to the permobil representative that they were unfamiliar with the drive characteristics of a front wheel drive device as their previous device was a rear wheel drive. The end-user stated when he op-tested the device prior to purchasing, he did not try it in the transport vehicle. It was reported this unfamiliarity was their reasoning for inadvertently maneuvering the device off the side of the ramp. The end-user was re-instructed on the differences in drive characteristics of the current device and to be more aware of their surroundings until they become more accustom to the device. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming as end-user was exiting their transport vehicle via incorporated ramp, the device was reported to have tipped forward causing the end-user to fall out of the seating to the pavement. Reports indicate the end-user was injured as a result.